Manufacturer narrative:
Additional information: d9, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a red/black particulate matter embedded inside the heater line tubing. The reported condition was verified. The cause of the condition was determined to be due to burnt plastic material broken off during the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the tubing of a homechoice cassette. The pm was further described as "a piece of dirt or bug in the cassette tubing". This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.